Event description:
A distributor in (B)(4) reported that during their inward good inspection, they found the pressure line port was missing on the y-piece of the rt204 adult breathing circuit y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned rt204 adult breathing circuit was visually inspected for the wrong y-piece. Results: the investigation confirmed that a wrong component was packed into the circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the wrong y-piece packed into the breathing circuit kit. This is most likely due to operator error. A lot check revealed no other similar complaints for this lot number. (B)(4).